Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. It was reported that the patient felt pain that came and went at their implantable neurostimulator (ins) site. The patient mentioned that he gained quite a bit of weight and they fell, but they fell on their left side while the ins was located under his right arm. It was also reported that the patient¿s ins always stuck out a little but during the week prior to the report, he noticed that the device was further back than it used to be. In conclusion, the patient was redirected to their healthcare provider (hcp). There were no further complications reported or anticipated.